Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, for a therapeutic procedure, the camera head's part that attaches to the scope was cracked. The intended procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that, for a therapeutic procedure, the camera head's part that attaches to the scope was cracked. The intended procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information and corrections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on charged coupled device's lens. The most probable cause of the complaint is cause traced to user which is the adverse event caused partially or wholly by the user of the device including sample handling. However, a definitive root cause could not be identified olympus will continue to monitor field performance for this device.